Manufacturer narrative:
(B)(4). Additional info has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac arrest and cardiopulmonary arrest and expired the same day, which is alleged to have been caused by the product administered to the patient for dialysis treatment.